Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that low pacing lead impedance and noise were observed on the atrial lead when the patient presented in a follow up. The lead was capped and replaced on (B)(6) 2021. The patient was discharged home.